Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last year from date manufacturer was made aware.

Event description:
It was reported that the device was no longer working as patient was frequently charging the ipg for an extended period of time. It was also noted that the remote control could not communicate with the ipg as it had gone into hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.